Event description:
The end user fell while attempting to sit on the rollator.

Manufacturer narrative:
The end user's granddaughter reported that her grandmother fell using the rollator inside her home. She stated that her grandmother applied the brakes but they did not hold. The rollator moved as she attempted to sit. She went to the hospital one week later, was diagnosed with a small subdural hematoma and admitted overnight for observation. The sample was returned and evaluated. Both brakes were out of adjustment and the rear wheels worn. The left rear wheel was bent. The frame had marks and scratches. No manufacturing defects were identified during the sample evaluation. When the brakes were properly adjusted the device did not move. The root cause has been determined to be a lack of maintenance.